Event description:
Thirty minutes prior to the end of treatment, the patient experienced a generalized erythema rash and pruritus that began on the arm with the fistula. Dialysis was stopped and hidoxicina (antihistamine) was administered orally. The symptoms were reported to be managed this way without any additional intervention. The patient was sent home following the dialysis session.

Manufacturer narrative:
(B)(4).

Event description:
A hospital in (B)(6) reported a patient experienced an allergic reaction with a revaclear 300 dialyzer. Additional information was requested however, there has not been any further information provided.